Event description:
Following a generator's explant for end-of-service (eos), eval by the MFR found an increased current consumption for the device, potentially contributing to a premature eos condition. The increased current consumption was isolated to a leaky capacitor. With a substitution for the capacitor, the device performed according to specs.